Manufacturer narrative:
The insulin pump passed the displacement test. The insulin pump alarmed failed self-test during the self test due to defective rf board.

Event description:
The customer reported via phone call that the insulin pump received hardware low level failure alarm. Customer¿s blood glucose level was unknown. The customer was advised to discontinued the insulin pump and revert to backup plan. The device will be returned for analysis.